Event description:
Uterine manipulator broke during surgical procedure. Md reports this has been happening frequently with this manipulator. The device was completely removed and no damage to the patient was noticed by the surgical team.